Manufacturer narrative:
The hillrom technician inspected the lift¿s bolts, electronics, load capacity, and sling found all components working as designed. The technicians tested the lift with similar slings as the one used in the affected sling and confirmed device functions as designed. . The instructions for use for the uno lift (7en150104 rev. 8) state: before lifting, always make sure that: the lifting accessories are not damaged. The lifting accessory is correctly attached to the lift. The lifting accessory hangs vertically and can move freely. The lifting accessory is selected appropriately, in terms of type, size, material and design, with regard to the patient¿s needs. The lifting accessory is correctly and safely applied to the patient in order to prevent injuries. The latches are intact; missing or damaged latches must always be replaced. The sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up, but before the patient is lifted from the underlying surface. Incorrect attachment of sling to slingbar may cause severe injury to the patient. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this lift in 2020. It is unknown if the facility performed any other preventative maintenance on this lift. The reported event did not result in serious injury, hillrom is conservatively reporting this event due to the fall. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the patient was being lifted from a wheelchair to a care bed with uno lift and comfort sling. During the transfer the lifting arm collapsed and as a result of this the patient fell on to the frame of the lift. The patient has a bump on their head and some bruising around their back and left shoulder. This report was filed in our complaint handling system as complaint #(B)(4).